Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that with multiple cartridges and infusion sets, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose was 212 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.